Event description:
A med watch uf/importer reporter number (B)(4) was received involving an a1108 mayfield triad skull clamp. The event was described as follows, "intraoperatively the pts' head slipped in the mayfield fixation device (two pins were noted not to be intact with the pts' scalp) causing minor scalp lacerations (no staples/sutures required). The surgeon felt it ws not due to user error, but malfunctioning equipment." The type of procedure was a craniotomy.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.